Manufacturer narrative:
(B)(4). The customer returned one, opened sac kit for analysis. No signs of use in the form of biomaterial were observed. Visual analysis revealed that the catheter extrusion was separated directly adjacent to the juncture hub. The portion of the catheter remaining on the juncture hub was slightly discolored (yellow tint). The catheter body was missing beyond the breakpoint and was not returned. No other defects or anomalies of any kind were observed. The catheter body total length could not be measured because the customer did not return the entire catheter extrusion. The point of separation was measured to be 1mm from the juncture hub. The specification limits of catheter body are 82mm-86mm per the catheter graphic. This indicates that 81mm-85mm of the catheter body was not returned. The catheter body outer diameter measured 1.05mm which is within the specification limits of 1.04mm-1.09mm per the catheter extrusion graphic. The catheter body inner diameter measured .7112mm which is within the specification limits of .690mm-.740mm per the catheter extrusion graphic. Functional testing could not be performed, as the separated portion of the catheter body was not returned for analysis. The manufacturing facility and r & d were contacted as part of this complaint investigation. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (yellow discoloration and brittle catheter body) through prolonged exposure to uv light. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit instructs the user, "indwelling catheter should be routinely inspected for desired patency, security of dressing, and possible migration". The report of an arterial catheter separation was confirmed through complaint investigation. Visual and functional analysis revealed that the catheter body was slightly discolored, brittle and separates when a bending force was applied. Testing performed at the manufacturing facility was able to reproduce the observed failure mode (yellow discoloration and brittle catheter body) through prolonged exposure to uv light. The returned catheter met all relevant dimensional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the customer report , testing from r & d/manufacturing, and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter breaks into pieces when testing the device in the office. No patient involvement.

Event description:
It was reported the catheter breaks into pieces when testing the device in the office. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).